Manufacturer narrative:
The customer indicated that the subject device was discarded and will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number of the device was known and therefore a review of the device history record can not be performed. Device discarded - not returned for evaluation.

Event description:
It has been reported to us that during the procedure the tip of the guide wire separated and remains inside the pt. The physician inserted the guide wire inside the pt and advanced the guide wire forward into the pt's artery. The physician then inserted a guide catheter and advanced it forward over the guide wire without any difficulty. The physician attempted to put back on the guide catheter and the guide wire but the tip of the guide wire separated from the shaft and remained inside the pt's artery. The physician was unsuccessful in removing the tip of the guide wire. The physician stated it was too distal to retrieve. At the time of this report, pt status is unk.